Event description:
It was reported that despite proper battery management, the battery has been found to be below power criteria.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.